Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead were explanted. Additional information indicated that there was some difficulty explanting the rv lead, which was deferred for removal by another physician the following day. Subsequently, the rv lead was successfully extracted. No additional adverse patient effects were reported. This rv lead will be returned.